Manufacturer narrative:
Operator of device and initial reporter are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a latch lock error. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 29-jul-2022 via email and attached to complaint object: all issues with these pumps were discovered during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 19-jul-2019.

Manufacturer narrative:
Other, other text: h6 event problem and evaluation codes: updated. H10: a product sample was received for evaluation. Visual and functional testing were performed. The device was found to be missing the tamper seal and battery door. The event log history was reviewed and no error was found. Function testing was able to duplicate a latch lock error. Therefore the reported event was confirmed and the root cause was found to be battery compartment damage. Action taken includes replacing the damaged latch lock and battery compartment. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.